Event description:
The customer reported the device had a "dead battery", and during investigation the device displayed a 'depleted battery' message. The battery was replace and the 'change soft key was pressed. The device then passed testing. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.